Event description:
Customer reported the main frame shuts off when interconnect cable is wiggled. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint.